Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that after retracting the array and removed it from the device, the physician discovered that the tip of the device was slightly crumpled. Cavity was inspected and no issues were observed. Procedure completed successfully and no patient injury reported. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
The device was returned for investigation: visual investigation was conducted which confirmed the damage to the array and the desiccant filter had a flash on both sides. Functional testing could not be completed due to the damage of the device. Hence, the complaint was confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.